Manufacturer narrative:
(B)(4). The device was not returned for analysis and the lot number was unknown; therefore, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. The guide instructs, in order to reduce this risk, the patient should not perform dialysis in the same room as pets or animals. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient had a breach in aseptic technique when performing automated peritoneal dialysis (apd) therapy with the homechoice (hc) device. The patient was connected in drain cycle four. The patient reported that their kitten chewed a hole in the line of their apd set with cassette and they attempted to tape the line so they could use it for therapy. The technical service representative (tsr) explained that the set up was compromised and they needed to end the therapy because they were risking infection if they continued. The patient understood and ended the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.